Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during establishing the final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip failed testing during establishing the final arm angle after grasping but prior to deployment. The clip was replaced, and the new clip was implanted to complete the procedure. The mr was reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.